Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.4. Date: (B)(6) 2012, inratio2: 1.3, lab: 3.2. Time between testing on (B)(6) 2012: 1 hour. Patient's therapeutic range: 2.5-4.0 inr.

Manufacturer narrative:
Investigation pending.